Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, saline water pressure of this product was too low to use. After the surgery, the battery pack fevered when the nurse tried to discard the product. It was noted that the batteries leaked inside of the battery pack. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Investigation summary: review of the device history record for (B)(4), lot number: z000007990, identified no relevant deviations or anomalies. Product examination found that only the battery pack was returned for this complaint. The batteries inside the battery pack had warped due to a short circuit. The low pressure cannot be confirmed as the wire was cut by the customer and only the battery pack was returned. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the cause of the reported event could not be determined due to the nature of the returned product. Cutting the wire has the risk of causing a short circuit of the battery pack. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.